Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-may-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine 10 mg/ml at 2 mg/day via an implanted pump. It was reported on (B)(6) 2020 a catheter revision occurred, the spinal segment of the 8780 was replaced with a new 8782 and the customer discarded. The patient complained of an increase in pain symptoms. The catheter access port (cap) was accessed on (B)(6) 2020 and no cerebrospinal fluid (csf) flow return was observed. The cause of the event was undetermined. Per the patient, they had a fall around (B)(6) 2020 (exact date unknown). The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight was 232 pounds and medical history was asked but unknown. No further complications were reported.